Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent t-10 pelvis fusion with l3 pedicle subtraction osteotomy (pso). Post-op, a rod broke. The patient underwent revision surgery to replace the rod and place bone graft at pso site. Patient had multilevel lumbar surgery in (B)(6) 2009 which was converted to a t10-pelvis l3 pso in (B)(6) 2013. Pso site at current surgery was not fused. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis: visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Significant damage and smearing of the fracture surfaces is noted. Optical and microscopic fracture surface examination identified some evidence of starburst pattern rays emanating away from the area of crack propagation, which is consistent of overload. Dimensional inspection confirms conformance to print specification. Rod chemical, mechanical, hardness, and grain structure properties verified by independent 3rd party inspection. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the as-received condition of the implant.

Manufacturer narrative:
Image review results: t-10 to pelvis construct. Single post-op x-ray provided shows fracture of one of the rods at the connector where presumably the extension of construct in 2013 or 2014. Unable to assess fusion status. Patient reported as (B)(6) years old. Construct failure likely to failure of bony fusion. Root cause: patient factors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.